Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the display of the insulin pump is fogy which comes and goes on. The customer's mother reported display anomaly. The customer's blood glucose was 13 mmol/l at the time of incident. Product is not expected to return for analysis.